Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl (strip lot 302214) and 167 mg/dl (strip lot 302533) results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (6).

Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that there was a burning smell coming from the pt's battery charger. The pt's wife also reported that the charger was making a hissing sound. The pt received a replacement battery charger.